Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer states they took her off the pump and their levels were down in the 100mg/dl. The customer states they put her back on and the levels rose to the 300mg/dl. The customer's blood glucose level at the time of hospitalization was 198mg/dl. The customer's most current level was 265mg/dl. The customer treated the highs with pump and IV. Troubleshoot was conducted. The device was found to have passed testing and is function as designed. The customer did mention air bubbles in tubing prior to high pressure test. It was noted that the customer had not been storing insulin at room temperature. The customer was advised of the potential cause for the unexplained high blood glucose. The customer was advised to follow up with their healthcare provider.